Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6).

Event description:
On 27dec2019 a patient (pt) in (B)(6) reported a diagnosis of bacterial conjunctivitis od while wearing the acuvue® oasys® brand contact lenses. The pt reported redness and ¿glaze¿ with a lens on the 2nd or 3rd day of wear. The pt went to an eye care provider (ecp) who prescribed ciprofloxacin eye drops every 4 hours for 7 days, contact lens rest, baby shampoo eye washes tid and warm compresses tid. The pt advised the os was fine, but the ecp advised the pt to treat the os with the prescribed antibiotics prophylactically. The pt returned to contact lens wear on (B)(6) 2019. The pt reported using opti-free solution to clean lenses. On 30dec2019 a call was placed to the pt who provided additional information: the pt reported initial confusion when reporting the date of the event. The pt advised the onset of symptoms began on (B)(6) 2019 and went to the ecp on (B)(6) 2019. The pt provided the medical report from the (B)(6) 2019 visit. Medical report dated (B)(6) 2019: the pt reported to the ecp with od redness, burning sensation, ¿mucusy¿ discharge, foreign body sensation for 7 days. The pt treated with hot chamomile compresses. Exam od: visual acuity: 20/400; intraocular pressure: 12 mmhg; eyelids: slight secretion; conj: bulbar hyperemia 1+, tarsal papillaes; cornea: clear exam os: visual acuity: 20/40; intraocular pressure: 12 mmhg; eyelids: slight secretion; conj: bulbar hyperemia 1+, tarsal papillaes; cornea: clear impression: ou bacterial blepharoconjunctivitis plan: sophixin (cipro/dexamethasone) 1 drop every 4 hours for 5 days and stop; hyabak 1 drop every 6 hours ou continuous use; do not use contact lens for the 5 days of treatment and use 1 new pair of lenses at the end of treatment; wash lashes with baby shampoo. Multiple calls were placed to the pts treating ecp for additional medical information, but nothing additional was received. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l003c3p was produced under normal conditions. The suspect od contact lens was discarded. No additional investigation can be conducted. This report is for the pts od event. The report for the pts os event will be submitted in a separate report. If any further relevant information is received, a supplemental report will be filed.